Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, he was getting a power error. Customer replaced the battery three times in the last 24 hours. Customer's blood glucose was unknown. Troubleshooting wasn't completed as the call was disconnected. Customer called back and customer was advised to disconnect from the device and remove the battery for 10 minutes and other indications. Also was informed if issues continued to call back. The device is not returning for analysis.